Event description:
Customer reported that the ¿speaker malfunction¿ was displayed on screen, and no noise emitting during patient monitor alarm state confirming machine fault. It is unknown if the device was in was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.